Event description:
Reportedly, during the follow-ups performed between (B)(6) 2015 (one day post implantation) and (B)(6) 2015, non-physiological signals were observed in the recorded episodes in device memory. An analysis is requested. The preliminary analysis of the available data showed that the arrhythmia episodes recorded in device memory from (B)(6) (implantation date) to (B)(6) 2015 exhibit the non-physiological signals on both atrial and ventricular channels. The origin of the non physiological signals is unknown. It could be located at lead level, connection level or device level: none of them can be confirmed with available data. The recommendations have been provided to the physician on (B)(6) 2015 (to check the functioning/integrity of the pacing system).

Event description:
Reportedly, during the follow-ups performed between (B)(6) 2015 (one day post implantation) and (B)(6) 2015, non-physiological signals were observed in the recorded episodes in device memory. An analysis is requested. The preliminary analysis of the available data showed that the arrhythmia episodes recorded in device memory from (B)(6) 2015 exhibit the non-physiological signals on both atrial and ventricular channels. The origin of these non physiological signals is unknown. It could be located at lead level, connection level or device level: none of them can be confirmed with available data. The recommendations have been provided to the physician on (B)(6) 2015 (to check the functioning/integrity of the pacing system).

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.